Event description:
On november 20, 2007, the distributor reported the death of a patient that was using one of our products at the time of the death. On november 27, 2007, the distributor reported that the patent had under gone surgery. The patient was being treated with an unknown amount of morphine. After the surgery the patient was released for home. The next morning the daughter found her mother and called 911, the patient died one month earlier.